Manufacturer narrative:
The device was returned to zoll medical corporation. Upon visual evaluation, the bottom of the device's display was observed to be cracked. It was unable to be determined how the display became cracked. Corrosion was observed inside the device that is typical of fluid ingress. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not have any response to input controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.